Event description:
Fixture was removed at stage ii surgery, not having integrated. It was placed in the maxillary posterior region on the left side of a young woman. The fixture was self tapped into an osteotomy prepared to 4.0mm in diameter just shy of the sinus. It was judged to be tight at the time of placement. Stage ii surgery was performed 6 1/2 months later after an uneventful healing phase. Radiographically, the implant was judged to be soft tissue encapsulated. At the time of removal, the fixture was in fact epithelialized.